Manufacturer narrative:
The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete. (B)(4).

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. There is also no gtin#. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Locking screw has come away from humeral head body. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the submitted device confirmed the locking screw is missing. The device exhibits evidence of previous usage. A complaint database search finds no other reported incidents against the complaint sample product and lot combination. A two-year complaint database search against the provided product code family did not find any additional reported events. A trend of the reported event was not identified. The investigation could not draw any conclusions about the root cause of the missing screw without the screw to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.